Event description:
On (B)(6) 2019 at approx 1600. This iabp device was being used on a pt via axillary insertion. The iabp alarmed and showed "vacuum alarm" on the screen, then within min or two the alarm changed to "suction alarm". Within a few mins after that the alarm again changed to "system malfunction" and then it powered off. This all happened in a span of about 5 mins and the device was plugged in the entire time. We quickly changed the iabp to our back up iabp that we had and there was no harm to the pt. When we turned the device on to check the battery, the battery was full. The device has been returned to our biomed dept and the MFR has been notified. FDA safety report ID# (B)(4).